Event description:
Boston scientific received information that during an epicardial lead implant, the physician observed the presence of blood upon opening the pericardium. The physician suspected that the left ventricular (lv) lead which was previously part of an attempted implant possibly caused the effusion. Prior to this, there was no evidence of pericardial blood. The epicardial implant proceeded without any complications. The lv lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with the helix fully retracted. It was noted that there was a cut through the outer insulation. The lead passed the stylet insertion test, but failed the helix mechanism test where the helix failed to extend. The lab confirmed by analysis that the helix failing to extend was most likely caused by dried fluid in the mechanism.